Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product samples, pictures, or videos were received for investigation. The complaint of tube eyelet flange broken could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If the product is returned the manufacturer will re-open the complaint for further device analysis. A device history record (DHR) review was unable to be performed as the lot number was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube eyelet on the flange broke which caused a decannulation event to happen. Tracheostomies were changed every 3 weeks. There were unknown patient harms or adverse events reported as a result of the event.